Manufacturer narrative:
Common device name: equipment, laboratory, general purpose, labeled or promoted for a specific medical use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with a damaged mini-bag docking tool. The damage was further described as the clutch being stripped and the vial supports would not line up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.